Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was not analyzed as it met expected longevity. (B)(4): defib conductor fractured, the distal conductor was distorted, several conductors were distorted, the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached and had environmental stress cracking (non-electrical), the outer tubing was torn, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; full lead in segments returned and analyzed.

Event description:
It was reported that the lead and device had t-wave oversensing and high impedance. The lead and device were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): defib conductor fractured, the distal conductor was distorted, several conductors were distorted, the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached and had environmental stress cracking (non-electrical), the outer tubing was torn, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; full lead in segments returned and analyzed.